Event description:
The customer reported the device is alarming and it doesn't power on. There was no reported patient involvement.

Manufacturer narrative:
Follow-up: root cause: failure analysis on the returned power management board found that the component failure u11 on the power management board prevented the ventilator to power on.